Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the only known info is that the tct75 did not fire. More info to follow. 5/18/1999 additional info from affiliate. There were (2) tct75 devices involved during a gastrectomy. The first device was applied to the tissue and closed and fired, but apparently when the firing handle was pushed, the linear cutter jammed. The surgeon used a second device and this also jammed. A third device was used to complete the case. No pt consequence.